Event description:
It was reported an issue with monosyn suture. The client reported that there was no suture in the race pack packaging. No additional information was provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 5 closed samples. To evaluate the conformity of these units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -all closed samples received are correct. All closed samples have inside the pack a single suture as the product description. We have also received a picture of a plastic support with no suture inside. Nevertheless, further analysis cannot be done as the involved sample has not been returned. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received contain the product. Therefore, we consider this complaint as not confirmed. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.